Event description:
The male patient had the following medical history: previous mi, previous pci, hyperlipidemia, hypertension, past smoker, stable angina pectoris, and diabetes mellitus controlled with diet and oral medication. The target lesion was located in the proximal right coronary artery (rca). The lesion was an in-stent restenosis of a previously implanted unknown bare metal stent. The lesion was ostial, moderately tortuous, eccentric, and heavily calcified. Vessel diameter was 3.5 mm and lesion length was 10 mm. The vessel was pre-dilated with a 6f 2.5 x 20 mm balloon. A 3.5 x 13 mm cypher select plus was successfully implanted. Patient was on aspirin and clopidogrel post procedure. At the one month follow-up, the patient complained of angina pectoris. A re-pci was planned due to past medical history and documented silent ischemia. In-stent restenosis was noted in the proximal rca. The lesion was treated with balloon angioplasty. CABG not yet necessary as left main showed no significant deformations.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.